Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that there were "impressions" on the touchscreen due to pump use over time. There was no reported adverse impact to the customer's blood glucose level. Although requested, no additional information was provided.